Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that the patient could not charge the implantable neurostimulator (ins) to 100%. It takes 4 hours to get half the load, and the progress bar does not advance more than half. Coupling over the last thirty days was 8 tiles. No notion of examination, intervention, dentists or complete discharge of the system. Stimulation/therapy was still good. Troubleshooting steps included that it could be caused by multiple factors such as implant depth, movement of ins, impedance problem, and high settings. Additional information received reported that none of the impedances were out of range which means that there is probably no problem with the integrity of the system. From the recharge statistics, the patient does not recharge the battery regularly and the average duration was 2.2 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was an unwanted group change from a to b without remote control action and a calendar problem. No further complications were reported/anticipated.